Event description:
Boston scientific crm received information that this patient called boston scientific patient services (ps) to state that their right ventricular (rv) lead had dislodged and was causing pain around the heart with movement. The patient stated that they explained this to their physician and the physician stated the lead was fine. Later, the patient felt the pain was so great that they called an ambulance and went to the emergency room. During the ride in the ambulance the paramedic did an EKG and stated that the lead in the bottom of the heart is not working. Once the patient arrived at the hospital, a second EKG was performed which showed the lead working appropriately. The lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.